Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 20-feb-2017 and the one (1) year warranty period has expired. The customer elected to replace the glidescope spectrum smart cable. During a follow-up, the customer indicated they have received the new smart cable and the image issue has been resolved. The smart cable used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, manipulating the cable near the connector causes an intermittent image. The procedure was completed with a second glidescope video monitor, the customer indicated there was no delay while the second device was prepared. No harm to the patient was reported.